Event description:
Information received from the field does not address the patient's clinical status but notes that a transtelephonic follow-up indicated a loss of atrial capture. An interrogation showed a bipolar lead impedance of >1990 ohms. The device remains implanted in the unipolar configuration.~~~~~~~